Event description:
A healthcare facility in (B)(6) reported that a 900pt500 airvo heated breathing tube did not stay attached to the patient interface. It was confirmed hat there was no patient consequence.

Manufacturer narrative:
(B)(4). The 900pt500 adult heated breathing tube (hbt) is used with the airvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the 900pt500 breathing circuit was returned to fisher & paykel healthcare and was visually inspected and connected to a sample optiflow cannula to check for tightness of the connection. The sample optiflow cannula was also connected to a known good 900pt500 circuit for comparison. The dimensions of the hbt proximal connector were also measured and compared to the required specifications for this product. Results: when the optiflow cannula was connected to the production sample circuit a good tight connection was formed. However, when the returned hbt was connected to the cannula it was found that the connection was looser than with the production sample. It was noted, however, that the complaint hbt did not leak when connected to flow. The dimensions of the proximal connector of the complaint hbt were checked against the specifications for this connector and it was found that the connector from the complaint hbt was out of specification. The connector diameter was less than the required size as specified in the product specification. As part of our investigation, the proximal connectors from a sampling of hbts on the production line were checked. All of those measured were found to meet the required specification. A lot check revealed no other complaints for lot 150213. Conclusion: we have only received one other complaint of this nature for the airvo heated breathing tube. We will continue to monitor for any recurrence of this issue. In the event of a system leak, the airvo will produce a visual and auditory alarm and the airvo user manual instructs the caregiver to "check that the heated breathing tube is not damaged and that it is plugged in correctly." The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."